Event description:
It was reported to philips that the device failed functional check at pacer test. There was no report of patient involvement.

Manufacturer narrative:
The customer worked with the technical support representative. The test failed because the users performed the test with the external paddles and not the test load. The functional test has been done another time with the customer using the test load and the device pass the test. The deice was returned to use.